Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that drawer was failed. A field service engineer (fse) confirmed that issue was resolved by the customer. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket c6 in drawer 1.1 was failed to open/release. The customer reported that nurse had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.